Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2010, product type lead; product ID neu_perc_extension, lot# unknown, implanted: (B)(6) 2010, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, product type: lead. Product ID: neu_perc_extension, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced an accidental extension breakage. Consequences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.